Manufacturer narrative:
Other applicable components are: product ID: 7496, serial# (B)(4), implanted: (B)(6) 1990, product type: extension. Other relevant device(s) are: product ID: 7496, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported that patient had unrelated heart bypass surgery and the surgeon cut through the wires in the patient's chest. The caller then asked lead information and what material they were made out of. It was recommended for the health care professional (hcp) to call in and ask specific device -related questions to best answer inquiry. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's dbs "wires had been cut." "The patient had heart surgery and the wires were cut as a result" the caller was aware the patient had 2 dbs systems. There no further complications reported.